Event description:
It was reported that loss of capture and undersensing were observed. The distal end of the lead was bent. The sense/pace portion of the lead was capped in 2008, while the defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.